Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic and tactile inspection revealed numerous kinks in both distal and hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft area. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 145, 5-in-6 guidezilla guide extension catheter was used to deliver a 1.5x15 non bsc balloon catheter to help treat the target lesion. The non bsc balloon catheter was inserted and withdrawn without any issue. Then the physician decided to upsize the balloon catheter so the guidezilla guide extension catheter was used again however, the guidezilla snapped apart while outside of the patient. The physician commented that the guidezilla was not twisted during the attempt to use the device. The procedure was completed with another with the same device. No patient complications were reported and the patient's status is good.